Event description:
Customer reported a continuous glucose monitor (cgm) error labeled as error 42 occurring multiple times with the current pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirming it was under warranty, with instructions provided for storage mode and return procedure using a prepaid label. Customer will continue using the current pump as backup therapy during the process.